Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6), product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). H3. Analysis was performed on [product ID 97745 lot# serial# (B)(6) analysis found that the complaint was unverified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device to an implantable neurostimulator (ins) implanted for non- malignant pain. It was reported that pt was having issues charging their stimulator and the issue began last night. Pt stated the controller appeared to be on but wouldn't do anything else and the pt couldn't turn the controller 'off'. Pt tried to charge their stimulator and the controller did nothing and now the controller wouldn't turn on. During the call the manufacturer's patient services specialist (pss) walked pt through removing the battery pack and plugging controller into the ac power supply cord; pt confirmed controller powered on. Pt got the language screen, hello screen (pt selected implant), then connect the recharger. Pt inserted the battery pack and confirmed green light was flashing above the screen. Pt then connected the recharger cord and got battery empty cannot continue recharge the controller. Pt plugged the controller into the ac power supply cord and got the hello screen (pt selected implant). Pt then got connect the recharger. Pss advised pt to continue charging their controller then to call back if they had any iss ues charging their implant. Pt called back and said they are still having the same issue. Pt said that if they charge the controller overnight then they will find the controller won't turn on. Controller port looks intact, and they hear rattling in controller and pss could hear it over the phone. Pt says the only way to get controller to come on is to reset controller. Emailed repair to send new controller. Pt called back to report they received their controller, but they needed assistance with the pairing instructions. Pt was stuck at the step to 'connect recharger.' Pt had the ac power cord plugged in by accident. When recharger was connected, pt was able to have controller identify their implant and complete setup. Pt then asked for assistance with change the date and time. Agent walked pt through changing those in the menu. Pt was shown message to 'recharge implant battery soon.' Agent reviewed with pt everything appears to be working as intended. Agent instructed pt to charge the controller up and then charge their implant battery, and call back if they experience any issues. Additional information was received from a patient (pt). It was reported that the recharging issue has been resolved.